Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pressure sensors and rate test failed during the incoming device inspection. There was no information on patient involvement.

Event description:
It was reported that the pressure sensors and rate test failed during the incoming device inspection. There was no information on patient involvement.

Manufacturer narrative:
Additional information : manufacturer narrative. Root cause: the root cause of the pressure sensor and rate test failures was not identified during the investigation, since no devices or logs were returned, and no testing could be performed. Investigation summary : the report of the pressure sensors and rate test failed during the incoming device inspection could not be confirmed or replicated. No devices were returned for investigation. The event date was not reported nor the event time. Laboratory testing was not able to be performed due to no devices being returned for investigation. No logs were received for investigation; therefore, a log review could not be performed. There was no information on patient involvement. The alaris system is used for treatment purposes as intended per 21 cfr 820.198(d)(2). Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.